Manufacturer narrative:
This device was not returned to mmdg for evaluation. Mmdg was unable to perform an investigation on this set, but an investigation was able to be performed on a device from the same lot and the complaint was confirmed. The problem was communitcated to the supplier where the cause of the complaint was determined to be process related. To remediate the issue, the supplier put a poke yoke fixture into place.

Event description:
The initial reporter stated that they found particles on the spike set. They also stated that the set had not been used on a patient at the time the particle was discovered. (B)(4).